Manufacturer narrative:
E1/establishment name: (B)(6) hospital - added due to character limitation in respective field. E1/address line 1: (B)(6) - added due to character limitation in respective field. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rhino-laryngo videoscope exhibited the distal end rubber part peeled off. The issue occurred during setup. There were no reports of patient harm.